Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found no fault with the system. Software exports were returned, however analysis was not complete at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was an alleged inaccuracy during a posterior cervical spine case. The rep walked the site through checking accuracy via known anatomical landmarks, asking if there was any movement of patient or reference frame, making sure there reference frame spheres were clean. There was no delay or patient impact. Additional information received indicated that cervical was clamped on c3 spinous process. Respiration was held in both cases. Accuracy was skewed to one side on both levels of the case, which could have been tissue pressure. The case to follow after the check out was done went perfectly.